Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for the call was to ask about the electrocautery guidelines and how to turn off the implant. The caller indicated that the patient had a stroke and is non-verbal. The rep asked for the event date but the caller indicated that she was not sure about the stroke and that the patient has the stimulator for parkinson's disease. The caller indicated that the patient was coming into the hospital. The rep reviewed information about cautery and provided the number for nas. Troubleshooting was not requested. No further information was received.